Event description:
Customer reportedly obtained results of 512 mg/dl and 167 mg/dl on the aviva system within 10 mins. No action was taken based on device results. No adverse event reported. No info proveded to indicate where comparison performed. Requested return of suspect system and replacement was sent.